Event description:
In 2008, the sales rep became aware that during a surgery (date not available), the surgeon inserted the speedlink crosslink onto the rod. The locking device on one side of the crosslink would not lock. Additional info received from the sales rep the following month: the surgeon removed the crosslink and did not replace it. There was minimal surgical delay. The surgeon finished the case to his satisfaction.

Manufacturer narrative:
Device MFR date is unk. Eval is pending upon completed investigation for product.